Manufacturer narrative:
During atrial fibrillation (afib) ablation and ischemic ventricular tachycardia mapping procedure with an octaray mapping catheter and the patient experienced ventricular fibrillation and coded requiring to be treated with cardioversions and chest compressions. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, irrigation, deflection or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
During atrial fibrillation (afib) ablation and ischemic ventricular tachycardia mapping procedure with an octaray mapping catheter and the patient experienced ventricular fibrillation and coded requiring to be treated with cardioversions and chest compressions. Initially, while using external energy detection (eed) during a farapulse pulsed field ablation (pfa) case, when the location pad turned back on automatically after pfa delivery, it took an upwards of 20 seconds for the farawave catheter icon to reappear on the carto 3 system. They turned off the eed feature and the catheter visualization was quick, only a couple seconds when turning the location pad back on manually after pfa. They continued the procedure not using eed feature. It was also reported that after the afib/pfa portion of the procedure, the physician was mapping with the octaray catheter in the left ventricle in sinus rhythm. During attempts to try and induce a clinical ventricular tachycardia (vt) they paced with the cs catheter (non-jjmtep). The patient went into ventricular fibrillation (vf), noticed on the electrophysiology (ep) recording system EKG. Multiple cardioversions were unsuccessful. A code was called, and the patient received chest compressions. The patient recovered and was reported to be in sinus rhythm, stable condition at the time of the call. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 28-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).